Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation versacross connect access solution for faradrive kit was selected for use. It has been mentioned that the syringe was inserted into the dilator to flush and the grey tip broke off. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be return as it was disposed.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation versacross connect access solution for faradrive kit was selected for use. It has been mentioned that the syringe was inserted into the dilator to flush and the grey tip broke off. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.